Event description:
It was reported the patient is no longer receiving stimulation due to auto-reduction (date of event is unknown). Diagnostics revealed invalid impedance values for the scs lead. An sjm representative was unable to resolve the issue with reprogramming. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.